Manufacturer narrative:
This event occurred between (B)(6) 2020 to (B)(6) 2020. The six (6) clamps were received for evaluation. Visual inspection was performed, which observed broken pieces from inside clamps. The reported condition was verified. The cause of the condition is a manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation six (6) clamps of the unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were returned with broken pieces. This occurred while closing the clamps prior to patient use. There was no patient involvement. No additional information is available.